Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation it was confirmed the issue was caused by a faulty image sensor unit. The cause of the faulty image sensor was attributed to external stress applied to the bending section, causing damage to the image sensor cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 establishment name: (B)(6).

Event description:
It was reported, that the deflectable videoscope exhibited no display on screen due to disconnection. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.